Manufacturer narrative:
Device evaluated by MFR.: the device was received with no signs of external handling damage and defects observed. Device analysis revealed that the acqpc needs manual power on boot up into windows applications showing good video output and screen display but it freezes at the end with blank display imaged even the power was on. The pc software was checked and found that the software bios was corrupted. The acquisition processor failed the functional testing due to ilab software bios corrupt files. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-02665 and 2134265-2015-02666. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² coronary imaging catheter to visualize the unspecified lesion. During the procedure, the frame froze and error 229, which correlates to ¿the run has resulted in zero date and will be deleted, the previous run will be loaded¿ appeared and automatic pullback failure occurred. No manual pullback was attempted and the physician prompted to complete the procedure using angiography without intravascular ultrasound imaging. No patient complications were reported.

Event description:
Same case as: 2134265-2015-02665 and 2134265-2015-02666. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² coronary imaging catheter to visualize the unspecified lesion. During the procedure, the frame froze and error 229, which correlates to ¿the run has resulted in zero date and will be deleted, the previous run will be loaded¿ appeared and automatic pullback failure occurred. No manual pullback was attempted and the physician prompted to complete the procedure using angiography without intravascular ultrasound imaging. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).